Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from the patient had received the new recharger on saturday but upon attempting a charge session he saw rm04 persistently. The patient tried multiple charge sessions saturday and also tried today but was getting rm04 message. Agent submitted a request via repair to replace the controller.

Manufacturer narrative:
Analysis of 97755 serial# (B)(6) recharger found it got hot after running it at donut end, no device found message, record the two values the number high (00) the number low (00), failed all bench tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their recharger quit. Patient said they had been trying to charge their implanted neurostimulator and the controller seemed to be working, but the cord going back to the paddle would get hot to the touch and would not charge the implant. When asked for event date, patient said it started 4-5 weeks ago or something and they called in and the lady talked them through it and they got it going, but it was not charging the implant and it just said it couldn't do it. Patient described seeing a screen that said trying to recharge, wait 10 minutes and they would keep repeating everything it said and then it would shut down. Agent asked patient if the numbers at the bottom of the screen were higher or showed 0 and patient said at one time it did display 0's. Patient denied any visible damage to the recharging cord. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H9 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.